Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that the aligners have ruined their bite so badly that they have to seek treatment from a board certified orthodontist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.